Manufacturer narrative:
Investigation: per the customer, no device malfunction has been confirmed and there were no issues observed during the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that after a red blood cell exchange procedure using an optia device, the patient left the facility and developed hypotension. The patient returned and 500 ml of 0.9% saline solution was administered intravenously. Improvement of hypotension in the patient was observed, and the patient remained under observation for approximately three hours before being discharged. Per customer patient "medically discharged" the collection set is not available for return because it was discarded by the customer.